Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 412 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 407 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode was inactive. The customer was treated with insulin pump. Customer did not alleging insulin pump under delivering. Customer performed high pressure test and it was passed. Customer stated that the insulin pump had insulin flow blocked alarm and it was resolved by changing complete set. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.